Event description:
It was reported that a remote transmission alert for 5 x high voltage therapy was observed. During this occurrence, occasional under sensing was observed and1 x shock was unsuccessful. Ventricular fibrillation therapy assurance (vfta) appropriately detected the unsuccessful shock and treated it. All therapy was terminated successfully.

Manufacturer narrative:
Section h6: health effect codes corrected, section h1: type of reportable event corrected, section b1: type of report corrected to adverse event.